Event description:
The doctor had a difficult time controlling bleeding on the left uterine artery. After five attempts to effect a seal with the device, the surgeon switched to another device. No patient harm was reported.

Manufacturer narrative:
The device was received covered in coagulate. Prior to testing the jaws were cleaned per the IFU (instructions for use). Testing of the device could not confirm the device complaint. The device activated to the correct generator default setting, coagulate and cut to manufacturer specifications with no problems noted.